Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the electrode resulted. The DHR review revealed no abnormalities/non-conformities for this device.

Manufacturer narrative:
The six electrodes referenced were returned to olympus for evaluation. The evaluation confirmed the reported complaint. The two electrodes with lot# 16006p03l001 and four electrodes with lot# 16624p03l001 were visually inspected and found all six of the loop wires on the distal end were missing. A closer inspection under a microscope revealed each electrode had charring deposits at the tips of both violet colored poles. There are small portions of the loop wire that remained and appeared to be melted which is an indication of thermal damage. Based on evaluation results and similar reported complaints, the most probable cause of the reported event could be attributed to the loop wire coming in contact with metal material during hf output which can lead to melting and burning off the loop wire.

Event description:
Olympus was informed that during a turp procedure, six electrode loops detached and separated during activation. The loops were recovered from both the patient¿s drape and bladder. Four of the six loops were retrieved, however, the location of two of the six loops remain unknown. The patient was taken to radiology for x-rays, the results came back negative. There was no sparking/arcing observed. The electrosurgical generator settings were 150/cut and 80/coag. No error messages were noted. The procedure was completed using a similar device. No patient injury was reported. Four of 6.